Event description:
It was reported that the patient experienced a perforation. The pacing lead which caused the perforation was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: x3dr01 ipg, implant date: unknown. (B)(6). Date user facility became aware of event: (B)(6) 2021. Type of report: initial. Date of this report: 02-dec-2021. Approximate age of device: n/a. Location where event occurred: hospital. Report sent to manufacturer: yes. Manufacturer name and address MFR. Name: medtronic, plc. (B)(4). If information is provided in the future, a supplemental report will be issued.